Event description:
This report summarizes 28 malfunction events in which the device had paint chips missing. 28 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 27 events were originally reported for this failure mode during the reporting quarter; however, 1 event was inadvertently excluded. 28 reported events are included in this follow-up record. Product return status: 2 devices were received. 26 devices were evaluated in the field.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 27 events were reported for this quarter. Product return status: 1 device was received. 26 devices were evaluated in the field. Additional information: 27 devices were not labeled for single-use. 27 devices were not reprocessed or reused.

Event description:
This report summarizes 27 malfunction events in which the device had paint chips missing. 27 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10. 28 previously reported events are included in this follow-up record. Product return status. 28 devices were evaluated in the field.

Event description:
This report summarizes 28 malfunction events in which the device had paint chips missing. - 28 events had no patient involvement; no patient impact.